Manufacturer narrative:
D. 2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed 200 units looked melted on the edges and the inside seems to be vacuumed. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for deformed and open blister packs were observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of deformed and open blister packs were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of deformed and open blister packs. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed 200 units looked melted on the edges and the inside seems to be vacuumed. No patient impact reported.